Manufacturer narrative:
No investigation possible, as the device was discarded after surgery. We were made aware that our electronic submissions failed and were not received by FDA. A CAPA was opened to address this issue and this report is being electronically resubmitted to correct the error of the first failed submissions (submitted on 07/17/2023). Distributor, importer and manufacturer are under the ws audiology compliance system.

Event description:
In this event, patient ingested her right hearing aid, went to her hcp and was provided with medication to aid in the "passing" of device; patient was unable to pass it on her own and required surgery to remove. Patient had successful surgery to remove the ingested battery. Patient had accidentally swallowed the hearing aid thinking they were pills prior to falling asleep. There is a warning statement included in the device user guide in case of battery being swallowed.